Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed and the cause appeared to be use related. The product returned for evaluation was a 0.018¿ nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was found to contain a kink near the distal wire tip. Microscopic examination of the kink joint revealed a ¿v¿ shape feature set formed by disjoined coils at the kink joint. The coils proximal of the kink joint were slightly separated while the coils distal of the kink site were displaced onto each other and an additional disjoined coil was seen distal of the kink. The observed damage pointed to a tensile force proximal of the kink joint and compressive distal of that same spot. This can occur if the guidewire is retracted back against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to help prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of rebx0672 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was caught in the introducer needle and stuck during the guidewire was inserted into the vessel. Therefore, the guidewire and the introducer needle were removed together. There was no reported patient injury.additional information (B)(6) 2018: the returned wire contained disjoined coils.